Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular undersensing during a vt episode was observed. Review of egm strips showed a slow vt and pseudo-pseudo-fusion leading to over-pacing functional loss of capture. The device eventually diagnosed vt appropriately and delivered an hv shock which converted the rhythm back to sinus. The device was reprogrammed successfully.